Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, manufacturing history, quality control, specifications and a visual inspection of the returned wire guide was conducted during the investigation. The examination of the one, returned pmg wire guide, from the mpis set was returned in a used condition. The mandril measured 38.6 cm. The coil, which was stretched and separated from the mandril at the distal end, measured 14.3 cm. The remaining coil is missing. There is no evidence to suggest the product was not manufactured to current specifications. Based on this description of the event and the fact that there was no obvious defect regarding to manufacturing to the wire guide, it is reasonable to assume that the wire guide tip caught on the introducing needle and force beyond design requirements was used to remove the guide. Affixed to the wire guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. We can also advise that manipulation of the wire through the needle may cause damage to the coil. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. A definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
It was reported that a failure of the 0.18 wire occurred. The wire was dislodging when removing from the patient. Upon evaluation of the returned device on 28 december 2015, the coil was elongated with a portion missing. The event was determined to be reportable due to the additional information discovered during the device evaluation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a failure of the 0.18 wire occurred. The wire was dislodging when removing from the patient. Upon evaluation of the returned device on 28 december 2015, the coil was elongated with a portion missing. The event was determined to be reportable due to the additional information discovered during the device evaluation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.